Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that connecta wht 360deg valve tb 100cm had air in the line. This occurred on 2 occasions. The following information was provided by the initial reporter: air noted by consultant anaesthetist to be forming in bd connecta 100cm extension set during surgery. Hartmann's and propofol infusing at the time - both these lines were primed before use. Injection port had been used to give medication and cap was closed again. Air appeared to be forming from 3 way tap (checked for tightness and all connections tight). Infusions stopped and disconnected from patient. Replaced with a re-primed bd connecta 100cm extension set (same lot number) and same happened. Second extension set removed and replaced with bd connecta 15cm extension set with no apparent problems.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-14. H6: investigation summary: a complaint of air in line was received from the customer. A video as well as samples were returned to aid in the investigation of this defect. The video did confirm the customer's complaint of air in line. A leakage test was performed per procedure in order to recreate the failure mode. However the failure mode could not be replicated. A device history record review was completed by our quality engineer team for provided lot number 9333002. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Due to the failure mode not being able to be replicated, a definitive root cause could not be established. A possible root cause for the defect is faulty connections to the samples. It is recommended to ensure proper connection to all ports of the product. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that connecta wht 360deg valve tb 100cm had air in the line. This occurred on 2 occasions. The following information was provided by the initial reporter: air noted by consultant anaesthetist to be forming in bd connecta 100cm extension set during surgery. Hartmann's and propofol infusing at the time - both these lines were primed before use. Injection port had been used to give medication and cap was closed again. Air appeared to be forming from 3 way tap (checked for tightness and all connections tight). Infusions stopped and disconnected from patient. Replaced with a re-primed bd connecta 100cm extension set (same lot number) and same happened. Second extension set removed and replaced with bd connecta 15cm extension set with no apparent problems.